Event description:
The report states that during a procedure on the kidney/adrenal gland, the device stuck to the tissue. The surgeon was able to pull the device from the tissue and oozing under 200cc occurred. Another device was used to complete the procedure. No pt info was available.

Manufacturer narrative:
Date of initial report: 10/22/2008. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.